Event description:
The hospital reported that during a coronary artery bypass procedure, the housing cap fell off outside of the patient. The same device was used to complete the procedure. No patient complications were reported by the hospital. The exact date of the procedure was not provided by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.